Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2012 and a right hip revision procedure on (B)(6) 2012. The modular head and taper adapter were removed and replaced during the left hip revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06792 & 06794).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, ¿periarticular calcification or ossification, with or without impediment of joint mobility.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2014-06794, 06792, 07385 and 08486).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2012 and a right hip revision procedure on (B)(6) 2012. The modular head and taper adapter were removed and replaced during the left hip revision procedure. Additional information reported indicates a left revision surgery occurred on (B)(6) 2014 allegedly due to pain. Review of invoice history confirmed surgery date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records revealed the left hip revision on (B)(6) 2012 was due to pain. The patient's operative report noted inflammation, fluid, and yellowish rubbery tissue. Additional information in patient&#38112;medical records revealed the right hip revision on (B)(6) 2012 was due to pain and non-displaced periprosthetic fracture. The patient's operative report noted heterotopic calcification, subsided stem, scar tissue, and fracture in the femur. The stem and head were removed and replaced. Further information received in patient's medical records noted that on (B)(6) 2012 patient's joint fluid was tested.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 MDR's filed for the same patient (reference 1825034-2014-06792, 06794 and 2014-07385).

Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2008 and a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, bone/tissue damage, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, patient underwent a left hip revision procedure on (B)(6) 2012 and a right hip revision procedure on (B)(6) 2012. The modular head and taper adapter were removed and replaced during the left hip revision procedure. Additional information reported indicates a left revision surgery occurred on (B)(6) 2014 allegedly due to pain. Review of invoice history confirmed surgery date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.